Manufacturer narrative:
(B)(4).

Event description:
Received information that the patient is no longer receiving therapeutic stimulation. She was in the hospital and then went to a nursing home for a month. The patient did have several cat scans but, the timing of the scans compared to the loss of stimulation was not reported. Additional information has been requested and if received, a follow up report will be sent.